Event description:
A patient was seen in clinic in early (B)(6). Ld elevate level 1094, upon left ventricular assist device (lvad) interrogation had multiple po events, admitted for IV anticoagulation and further management of lvad thrombosis.